Event description:
It was reported that revision surgery was required due to infection and instability. The surgeon feels these factors were not related to the implanted devices.

Manufacturer narrative:
Sterilization records were verified correct for the affected product.